Manufacturer narrative:
The sample was received for investigation on 06-mar-2024. The investigation of the sample detected an interfering factor. The investigation did not identify a product problem. The root cause was due to an interfering factor in the sample, causing falsely elevated values. The product labeling states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
The serial number of the customer's e411 analyzer was not provided. The tsh v2 reagent expiration date was requested but not provided. The serial number of the e411 analyzer used for the investigation was (B)(6). The tsh v2 reagent lot number was 718937 with an expiration date of 30-apr-2024. The ft3 iii v2 reagent lot number was 686656 with an expiration date of 30-apr-2024. The sample was requested for investigation. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 1 patient¿s sample tested with elecsys tsh v2 assay on a cobas e411 immunoassay analyzer. The sample was also repeated on an abbott architect analyzer. This medwatch will apply to the tsh v2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 iii v2 assay. Refer to the attachment for the patient¿s data. On (B)(6) 2024 the sample was initially tested on the customer's cobas e411 disk. On (B)(6) 2024 the sample was re-tested at the investigation site and obtained discrepant results when compared to elecsys ft3 iii v2 assay. On (B)(6) 2024 the original sample was re-tested on an abbott analyzer.